Event description:
The reporter stated that the surgeon attempted to insert a +20.0 diopter cc4204bf single piece collamer lens when the ftp indigo plunger tip bent causing the lens to tear. No patient contact or injury. Surgery was completed with another lens.

Manufacturer narrative:
H3: the product pertaining to this claim was not returned for evaluation. However, the lens was returned and visual inspection shows that a piece was torn from one lens haptic and is missing. Clear surgical residue/debris on the product.